Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose value of almost 400 mg/dl. The customer blood glucose level was 233 mg/dl at the time of incident and the current blood glucose level was 300 mg/dl. Customers other blood glucose value was 243 mg/dl and 271 mg/dl. The customer was treated with the insulin pump. The customer stated that the symptoms related to high blood glucose such as a little nauseous and was feeling dizzy. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer did not allege pump was under delivering. Customer also stated drive support cap appeared to be normal. The device will not return for analysis.